Event description:
It was reported that the bd syringe 1ml ll had leakage. The following information was provided by the initial reporter: material # 309628. Lot # 4248033. Verbatim: it was reported by customer that we have noticed they are leaking. They seem to leak around the area where you twist them onto the syringe. It appears to be both the 3ml syringes as well as the 1ml syringes. Thank you, 3cc ref 309657 = lot # 4197051. 1cc ref 309628 =lot # 4248033 14.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batch 4248033 is considered in compliance with our product specification requirements. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.